Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and/or convulsion/seizure and bleeding however upon regaining consciousness they were able to self-treat (unspecified). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and/or convulsion/seizure and bleeding however upon regaining consciousness they were able to self-treat (unspecified). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in event date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.